Manufacturer narrative:
Customer return sample / photo and/or retain evaluation summary: evaluation of the attached photographs shows a tube which appears to have white fm between the two tubes. No similar defects were identified in the 200 retained samples from this lot number. DHR/bhr review: no issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed upon evaluation of the customer returned photos. It appears that the fm found its way into the outer tube of the two and then became visible when the inner tube was inserted and the tube was used. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. Root cause description: the most likely root cause for the reported defect is that the outer tube contained fm when the inner tube was inserted. As no sample was returned the origin of the fm and hence the root cause could not be established. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes contained foreign matter between tnt tubes. No reports of injury, exposure or medical intervention.